Manufacturer narrative:
(B)(4).

Event description:
On 4/14/2016, it was reported that a cerebrospinal fluid (csf) leak and seroma were also observed when it was determined that the catheter migrated out of the intrathecal space. The replacement catheter resolved all the issues. The explanted catheter is not available for return. It was further reported that the patient is doing well.

Manufacturer narrative:
(B)(4).

Event description:
The implanted catheter was observed to have migrated out of the intrathecal space. A revision surgery was performed on (B)(6) 2015 to replace the catheter. There were no patient effects reported.